Event description:
On (B)(6), 2013 clinic notes dated (B)(6), 2013 were received from a physician indicating that the patient had a seizure on the previous saturday. During the seizure the patient was not responding to questions and his right hand started to shake more and it took about ten minutes for the patient to regain his prior cognition. Prior to this the patient had been seizure free for at least nine months. The caregiver said that the patient¿s medications may have been changed to generic the last time they were filled. It was stated that if the patient has any more seizures they will consider going back to name brand. A battery life calculation was performed which showed 0 years remaining until eri=yes.